Event description:
The user observed a "cf08" error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.